Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was noticed that the c-ring looked more oblonged shaped and they were having difficulty retracting the vein. The c-ring got caught on the side-wall of the tunnel. It was then noticed that the c-ring had broke in half. Both broken pieces were still connected to the device and no pieces broke off into the pt. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The product is not returning. The c-ring was not manually manipulated prior to the procedure and the dissection tip used to create the tunnel. Insufflation was being used at the tip of the scope and fasciotomy was not being performed. Cutting was being performed when the breakage occurred. The jaws of the device were close to the c-ring when the breakage occurred. The vessel was being extracted from the lower leg. The incident occur while cauterizing branches at the distal most part of the tunnel the pa stated "can't for sure say that I might not have accidentally burned the c-ring with the jaws. I was working at the outer most length reach of the scope, and it was bloody so I had poor visualization".